Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported issue of flow rate out of tolerance. The device was tested and found to deliver within specification. No correction is required in relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported occlusion errors which was reproduced as upstream occlusion alarms while running a loaded set. Occlusion errors were verified through a review of the event history log by the presence of upstream occlusion alarms and found to be caused by a failed ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "occlusion error frequently and flow rate is out of tolerance". It was also reported "when set at 200ml/hr, device indication was 175-180ml/hr." There was no patient involvement. No additional information is available.